Event description:
This is a child's toothbrush. The bristles fall out, remaining in the mouth. A child could choke on the bristles that have come loose. (B)(4). Child's toothbrush, various colors, stands up on feet, has eyes and mouth, about 6 inches long. Retailer: (B)(6). Purchase date: (B)(6) 2011. The product was not damaged before the incident. The product was not modified before the incident. I have the product, and I will try to contact the importer and the store where I purchased it.